Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the right ventricular lead revision procedure, the physician had difficulty disconnecting the lead from the pulse generator header. The lead was capped and replaced. The patient was doing fine post procedure.